Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #2 was damaged. The dimensional test was performed and all rings were found within specification. The transitions, spine cover and peek housing were found in good conditions. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A ring damaged was observed on the catheter, however the investigation suggests the catheter was manufactures within specifications; therefore a root cause for the complaint remains unknown. Further investigation regarding this issue found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib procedure, when the physician tried to remove the lasso catheter of the sheath, the catheter was stuck so only the tip was visible outside the sheath. The physician had to force the catheter out of the sheath. The case was completed without any patient consequence.